Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It has been reported that when the transfer set is primed, the infusion device restarts completely without alerting first and therefore the patient has to reconfirm the battery type and start again with the cartridge change and priming. This often happened twice during a cartridge change.